Manufacturer narrative:
The lead was confirmed to be fractured and appeared to be the primary cause of the clinical observations. Upon receipt, the device was put through a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. Visual inspection then revealed the device header was loose. Tool marks from a clamp type of tool were noted on the side of the header that was separated from the pg case. Dried body fluid was found under the header around the anchor posts and along the case contact edges. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in product performance report.

Event description:
Crm received information that this defibrillation lead had a pacing impedance measurement of >3000 ohms and the threshold measurement was 7.5 v at 2.0 ms. The shock impedance was 40 ohms. A technical services (ts) consultant advised that this could be due to a fracture or a connection issue. A chest x-ray was performed and a loop of the lead was noted to be in the shoulder area. Also, a portion of the lead was protruding through the skin. The pocket was infected. The lead was suspected to be fractured and the lead and device were explanted. New system was not immediately implanted due to the infection.